Manufacturer narrative:
Field service engineer (fse) was dispatched to evaluate the instrument. Fse confirmed the intermittently leak from reagent probes a and b. The leak was water. Fse reported the leak on the reagent probes was caused by a/b valve. Fse replaced the valve and the leak resolved. (B)(4).

Event description:
Customer reported the unicel dxc 600 pro synchron system had ammonia (amm) calibration failures. Customer also reported intermittent level sense errors and erratic qc recoveries for multiple analytes. Customer reported no erroneous results generated. During troubleshooting, field service engineer (fse) reported the reagent probes a and b were intermittently leaking. The leak was contained within the instrument. No exposure reported. Fse was wearing lab coat and gloves.